Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated intermittent atrial episodes falling in the blanking period. Termination of atrial tachycardia/atrial fibrillation episodes were not recorded on the electrograms (egm) when falling below detection rate although arrhythmia appears to be ongoing. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.